Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman trusteer access system (was) was selected to be used. During the procedure access was obtained via right femoral vein and heparin was administrated. The was with versacross connect was advanced over pigtail wire up into the superior vena cava (svc). Activated clotting time (act) was 181 seconds and additional heparin was administrated to the patient. A thrombus was noted on the was sheath in the right atrium (ra) as the was sheath was inserted prior to transeptal puncture. Repeat act was 282 seconds. The physician attempted to aspirate the thrombus though the was sheath with a 50cc syringe but was unable to withdraw the thrombus. The dilator was removed and aspiration of the thrombus from the was sheath was attempted. The thrombus was no longer visible on transesophageal echocardiography (tee). The physician continued the procedure without complications. The patient is fully recovered.